Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during implant procedure, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was difficult to induce and convert. The boston scientific technical services (ts) indicated that medication and anesthesia may be the cause, or it could be high a defibrillation threshold (dft) test patient. The x ray was reviewed, and it appeared that the electrode was too high, and the direction of the shock and induction energy were going more across the atrium. The field representative discussed with the physician and the system was successfully implanted. No adverse patient effects were reported. Additional information was received which indicated that, in the implant procedure the physician repositioned the electrode into more inferior placement. Nonetheless, the defibrillation threshold (dft) test was then unsuccessful. The patient was brought back to the laboratory eight days after, and medication dose were decreased. The dft were then performed again through device with unsuccessful results. Then the physician elected to change out to a transvenous system due to a need for rate control. No additional adverse patient effects were reported.

Event description:
It was reported that, during implant procedure, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was difficult to induce and convert. The boston scientific technical services (ts) indicated that medication and anesthesia may be the cause, or it could be high a defibrillation threshold (dft) test patient. The x ray was reviewed, and it appeared that the electrode was too high, and the direction of the shock and induction energy were going more across the atrium. The field representative discussed with the physician and the system was successfully implanted. No adverse patient effects were reported. Additional information was received which indicated that, in the implant procedure the physician repositioned the electrode into more inferior placement. Nonetheless, the defibrillation threshold (dft) test was then unsuccessful. The patient was brought back to the laboratory eight days after, and medication dose were decreased. The dft were then performed again through device with unsuccessful results. Then the physician elected to change out to a transvenous system due to a need for rate control. No additional adverse patient effects were reported.